Manufacturer narrative:
The malfunctioning device has been returned to vygon for evaluation as part of the complaint investigation.

Event description:
Called to bedside due to PICC dressing being saturated with tpn. I removed the dressing and noted fluid leaking from the site of transition between the butterfly and catheter. Line was removed.

Manufacturer narrative:
The complaint and the returned sample have been forwarded to our parent company in germany for their evaluation. Unfortunately, vygon germany state they cannot locate the failed sample, for analysis. Due to the missing sample no analysis or investigation was possible. This complaint could not be confirmed. There are different causes that could have led to a catheter leakage, catheter burst due to the use of small syringes or catheter breakage due to the use of alcohol-based disinfectant. In the instructions for use (IFU) for this product warns user of not using syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones, and the puncture can only be made after the disinfectant has been completely dried on the skin. Flush both catheter lumens with saline. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. But we do not know which kind of disinfectant had been used. Without sample no further analysis is possible. As the catheter worked well for eight days, we conclude that the cause of the leak was not due to a manufacturing fault. Each catheter is flow and leak tested during production. The batch history record was reviewed and did not show any deviations during the production. This is the 2nd complaint for batch 8023295 and the 2nd concerning catheter leakage on code 4g07125203. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Called to bedside due to PICC dressing being saturated with tpn. I removed the dressing and noted fluid leaking from the site of transition between the butterfly and catheter. Line was removed.